Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It has been reported that a patient has suffered a exeter stem fracture.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. A review by a clinical consultant confirmed the fracture. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. "The posterior, medial, anterior, and lateral sides of the stem showed damage consistent with explantation." "The stem side fracture surface and the trunnion side fracture surface is seen. Beach markings consistent with fatigue are seen. Based on microscopic features, the approximate direction of fracture propagation was viewed." The report concluded: the exeter hip stem fractured in fatigue. The origin was obscured by post fracture abrasion. The crack propagated towards the medial surface and the final fracture occurred through overload.the eds results are consistent with astm f 1586. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant noted: "cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space has possibly in combination with cementation issues contributed to an overload condition in the proximal stem section ultimately ending in a fatigue fracture requiring revision. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded that "cup malposition in high inclination, almost absent anteversion and protruding superior cup rim into joint space has possibly in combination with cementation issues contributed to an overload condition in the proximal stem section ultimately ending in a fatigue fracture requiring revision." Further to this a material analysis concluded that: "no material or manufacturing defects were observed on the surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It has been reported that a patient has suffered an exeter stem fracture.